Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) channel. In addition, a signal artifact monitor (sam) episode with minute ventilation (mv) oversensing was noted. Lastly, atrial tachy response (atr) episodes had noise due to the programming after the lss. Technical services (ts) was contacted and recommended possible reprogramming options and replacement. Additional information received detailed that the patient had experienced a fall in which the ra lead had been crushed; therefore, a revision was scheduled. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.